Event description:
It was reported that during a photoselective vaporization of the prostate, the fiber cap was rotating and the cap was loose during the procedure. Forward firing was observed. The procedure was completed with the second fiber without patient complications.

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported forward firing and fiber rotating within metal cap cannot be established as the product is not available for analysis. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.